Event description:
The account alleged that the hi/low works but the head section will lower before the foot section.

Manufacturer narrative:
The account found the voltage reading on the hi/low limit switch was incorrect caused by fluid on the connector board. The account cleaned the connector board to repair the bed.